Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed motor error during the basic occlusion test due to protruded/loose drive support disk. The motor passed the motor test. Minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed an error and insulin was squirting out during manual priming process. The customer tried with different infusion sets. The customer's blood glucose was 170 mg/dl. The drive support cap appeared to be damaged. Nothing further was reported.